Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge prior to filling it as well as refilling and reusing cartridges. Tandem technical support educated the customer on the proper load procedures, including completing cartridge air removal step prior to filling as well as that cartridges are labelled as single-use products. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.